Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with injection refiling (1g per day, route not reported), injection tobramycin (40mg per day, route not reported), and injection heparin (25000iu/5ml, route, and frequency not reported) for the event. At the time of this report, the patient was recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.